Manufacturer narrative:
Further information was requested but is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through the journal of medical diagnosis published monthly identifying a right ventricular (rv) lead that may be related to a cardiac perforation resulting in pericardial effusion, cardiac tamponade without causing circulatory collapse as indicated by blood pressure and perfusion status, atypical chest pain, shortness of breath and asthenia and inappropriate shock due to atrial flutter hypothesized to be caused by cardiac injury syndrome by lead irritation. Specific patient information is documented as unknown. The event was resolved by diuretic therapy and retracting the rv lead's helix back into the rv as confirmed by fluoroscopic monitoring. The patient was in stable condition following the procedure.